Event description:
Using a 10ml ns syringe, manually flushed one port (tpn infusing) and saw the lipids being 'washed out' of adjacent port. When trying to aspirate blood from the 'lipid infusing' port, rn pulled back tpn. Rn clamped the tpn port and then attempted to aspirate blood from the 'lipid infusing' port again, and rn was unable to aspirate any fluid. Product was in femoral area in lower right extremity. Circumstances that have the capacity to cause harm, but did not. The catheter was removed and another line was placed.this facility was trialing this product. More than one patient had this same experience with this device. The MFR was notified and all product was returned to them.